Event description:
Customer reported that she experienced high blood glucose of 450 mg/dl because she had bread at a christmas dinner. Current blood glucose was around 250 mg/dl but then at lunch it went to 350 mg/dl. Customer went home to change the infusion set and got the no delivery alarm during manual prime; treated with manual injection. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind the insulin pump, reinsert reservoir and run manual prime the device did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.